Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer reportedly received the following results on the mobile system within 10 minutes: 17.5 mmol/l and 2.1 mmol/l. The lot number of the cassette was not provided. No adverse event reported. The cassette was discarded; therefore, no product could be requested to be returned for product evaluation.